Event description:
The user facility reported that during a transbronchial lung biopsy procedure the physician noticed a black fragment in the pt's lung. The physician retrieved the fragment by an unk means during the procedure. An x-ray was said to have been performed on the pt at the end of the procedure with no anomalies noted. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that part of the bending section cover glue was missing at both distal end and proximal end area. The coating on the control body was peeling and the bending section cover glue was discolored due to chemical damage. Review of the instrument history showed that the device was last serviced by olympus on (B)(4) 2009. The exact cause of the user's experience could not be determined, but user handling and/or maintenance are potentially contributory factors. This report is being submitted as a medical device report in an abundance of caution.